Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing, noise, a possible insulation breach, and a possible lead integrity issue. It was also noted that the svc impedance was not readable. The lead was capped and replaced. No patient complications have been reported as a result of this event.